Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulty inserting the guide wire was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide device were attempted in a moderately calcified common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device was flushed prior to use; however, the 0.035" guide wire could not be inserted into the guide wire exit port. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 10fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.